Event description:
A malfunction alarm occurred with a code displayed as malf 12, and the customer did not report any notable events prior to this. There was no reported adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information and assisted the caller in resetting the pump, after which the same malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further issues arose, which was acknowledged and understood by the customer.